Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: b, d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer emailed trying to find a bd to report a patient incident with a foley. They would not get into any details but did say that a part of a ballon broke off into the patient bladder that required surgical removal. They would give further details other than risk management was involved and there was a potential for litigation to hospital and manufacturer. No date of incident was given, and they refused to provide any additional details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer emailed trying to find a bd to report a patient incident with a foley. They would not get into any details but did say that a part of a balloon broke off into the patient bladder that required surgical removal. They would give further details other than risk management was involved and there was a potential for litigation to hospital and manufacturer. No date of incident was given, and they refused to provide any additional details.